Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device was alarming and they asked why that was happening. Upon further investigation of the interrogation report, it was noted that there was a parity error indicating memory corruption. It was also noted that there was no alerts triggered on the device and the sounds the patient heard likely came from another source. The device is still in use. No patient complications have been reported as a result of this event.